Event description:
The mother reported via phone call that the buttons were unresponsive on the customer's insulin pump. The mother stated a button error alarm occurred after the battery was changed on the insulin pump. The mother stated the insulin pump was not dropped or bumped. It was found the insulin pump was exposed to fluid. The mother reported fluid was present in the display. Customer's blood glucose was unknown. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.